Event description:
I've been having many health issues over the last year or a little longer and one being major body reaction to an unknown source and I finally had enough that I went into an anaphylactic reaction and ended up in the emergency room (ER). I've had numerous lab tests and medical tests and no allergies have been found to a common source.